Manufacturer narrative:
Results: one used sample in an open package was returned for evaluation. A visual/microscopic inspection revealed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Damage on the nose of the hub causing the partial needle retraction was also observed. The needle was repositioned to the out position and a simulated use test was performed by pressing the safety activation button. The retraction was unsuccessful as the damage on the hub inhibited full retraction. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6224779. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. The hub load station in zone 3 has the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the hub guide inadvertently contacts the hub and causes the damage observed in the complaint sample. A formal corrective action will not be initiated at this time. Manufacturing was notified of this incident and the findings.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after the safety activation button was pressed. There was no report of injury or medical intervention.